Event description:
A customer reported he received within ten minutes the readings of 88 mg/dl and 248 mg/dl on his freestyle lite blood glucose meter, and he did not wash and dry the test site prior to testing. Although the customer reported he might have mixed his insulin medications (a long lasting insulin with a quick acting insulin), it is unknown the time he took his medications. Due to the readings, the customer reportedly believed they might have caused him to lose consciousness and being involved in a car accident. The paramedics were called and he was reportedly treated with glucose intravenously. The customer additionally reported he was transported to a health care facility where he received treatment for his blood glucose level (no medical diagnosis and treatment is available) and for his right foot and left collar bone. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete. Note: the customer did not reportedly wash the test site prior to blood glucose testing. The customer did not use the device according to label copy and adc customer service educated the customer about washing and drying the test site before testing.

Manufacturer narrative:
Evaluations results: meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. One of the readings the customer reported was found in meter memory. This is a final report.

Event description:
A surgical repair of a ventricular septal defect (vsd) was performed on a (B) (6) baby. It was a scheduled surgery on a stable patient, with no co-morbidities. According to the surgeon, the procedure started around 8:00 am. He used an edwards research medical - (B) (4) to cannulate the ascending aorta. Soon after the patient was on cardio pulmonary bypass (cpb), and the aorta was already clamped, the perfusionist mentioned that he started to register elevated aortic perfusion pressures. Several minutes later, he found that the cannula was angled and collapsed. Shortly after, the team decided to put the patient into deep hypothermia and proceeded to change the arterial cannula and continue with the vsd repair. After the vsd repair was completed, they had difficulty getting the patient off cpb. The team kept trying to balance the patient¿s hemodynamics without success. After several hours, they decided to put the patient on ECMO. The patient was out of the operating room at 5:00 pm. The patient lasted on ECMO ten days with no relief during that period.